Manufacturer narrative:
The suspect component was returned to carefusion's failure analysis laboratory. The investigator was able to duplicate the reported issue. During investigation, it was determined that the turbine differential pressure transducer was responding to pressure input, however, the output differential voltage (odv) was out of manufacturer specification.

Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed ventilator inoperable alarm. The reported issue was resolved by replacing the main printed circuit board (pcb). The device was returned to the customer operating to service specifications. The suspect main pcb has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm with many other alarms while in use with a patient. The patient was switched to another ventilator by the respiratory therapist and there was no harm to any patient or clinician in association with the reported complaint.